Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3468 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2019. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, 3468 days after essure insertion, she underwent medical device removal (seriousness criterion medically important). Essure was removed on (B)(6) 2019. The patient was treated with surgery (essure removal). The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 663256) for female sterilisation. The patient had a medical history of menorrhagia, nausea, dysmenorrhea, nausea, cholecystectomy and abdominal pain. The patient had a family history of angina attack and anxiety. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 3847 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion and removal date : (B)(6) 2010 and (B)(6) 2019 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: pelvic organs: unremarkable. Bilateral fallopian tube implants are present. Other: there is a small fat-containing right inguinal hernia. [Hysterosalpingogram] on (B)(6) 2010: the fallopian tubes are occluded. [Pathology test] on (B)(6) 2020: fallopian tubes: endometriosis. - 2 fimbriated fallopian tubes. 2. Cervical polyp: - benign polyp. 3. Endometrial curettings: - secretory endometrium. No atypical hyperplasia/ein or malignancy identified. Source: 1 bilateral fallopian tubes [pregnancy test urine] on (B)(6) 2009: negative lot number:663256 manufacture date: 2009-08 expiration date: 2012-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted (lot no. 663256) for female sterilisation. The patient had a medical history of menorrhagia, nausea, dysmenorrhea, nausea, cholecystectomy and abdominal pain. The patient had a family history of angina attack and anxiety. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2020, 3847 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: previously reported essure insertion and removal date : (B)(6) 2010 and (B)(6) 2019 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2019: pelvic organs: unremarkable. Bilateral fallopian tube implants are present. Other: there is a small fat-containing right inguinal hernia. [Hysterosalpingogram] on (B)(6) 2010: the fallopian tubes are occluded. [Pathology test] on (B)(6) 2020: fallopian tubes: endometriosis. - 2 fimbriated fallopian tubes. 2. Cervical polyp: - benign polyp. 3. Endometrial curettings: - secretory endometrium. No atypical hyperplasia/ein or malignancy identified. Source: 1 bilateral fallopian tubes [pregnancy test urine] on (B)(6) 2009: negative. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number added. Surgical pathology report added. Medical history & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.